Manufacturer narrative:
Evaluation showed that 4 way valve was returned and evaluated and found to be defective however the pilot valve, sieve beds and pcb were not returned for evaluation. Should additional information become available a supplemental record will be filed.

Event description:
Provider states that the 4 way and pilot valve is not shifting, sieve beds are dumped and power switch has no alarm.